Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex pins were partially dislodged from the pcb socket. Unrelated to this event, investigation revealed a scratched, discolored/faded display screen. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the black box showed multiple loss of prime warnings with force equals zero. The force sensor calibration test was detecting the correct force. The pump was able to prime successfully. Investigation revealed that the force sensor flex pins were partially dislodged from the pcb socket. Unrelated to this event, investigation revealed a scratched, discolored/faded display screen. (B)(6).